Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient received infusion sets with a crushed box and damaged needles on (B)(6) 2026. Labels and packaging were confirmed intact, with the only issue being product damage upon receipt. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: poland.